Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. Echelon straight/flex: flex. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? Yes. If so, which product? Seam guard. Were any unexpected noises heard? Motor sound changed. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Very thick tissue.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure on the third firing with a black cartridge the device bogged down about 15mm¿s into the firing. The staples on the patient side were not formed, and the cartridge on that side was crunched. The driving on that side fell into the patient but was retrieved. A leak test was performed and was successful. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with an ecr60t reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. Furthermore the cartridge pan was noted to be partially detached at proximal end. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.